Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After examining the device in teneo, it was discovered that the pump firmware remained in a 'pending' state. This situation arises when the prerequisite message from sap experiences a delay or fails to transfer correctly to teneo. Consequently, customers receive an error message indicating that their pump is already up to date. This issue is confirmed. To address this issue, marketing was sent a request to manually update the eligibility in teneo. This has since been completed, and customer was able to update to the latest software version. No further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 23 (post-reset ram crc alarm), and the loss of communication between the insulin pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101, mmt-1884, mmt-7040a. Troubleshooting was performed for the loss of communication issue, and the customer reported that the issue was not resolved. Troubleshooting was performed for the pump error 23, the power loss alarm, and the customer was able to clear the alarm, but was unable to rewind the pump. The pump was recently stored, without a battery, for more than 8 hours, or an error occurred immediately after the battery change. No harm requiring medical intervention was reported. No product return is required for mmt-6101. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.